Event description:
A 12mm aso and this 8f torqvue delivery system were selected by tee and sizing balloon. The physician tried to push and pull the aso for deployment repeatedly but the aso could not be placed properly. Then due to aso deformation after frequent in and out from the distal end of sheath, the aso could not retract into the delivery system. A torqvue 12f exchange system ((B) (4)) was utilized for retrieval.this event is reportable to the FDA since intervention was required to retrieve the device.